Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was a participant in the extravascular implantable cardioverter defibrillator pilot study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the defibrillation threshold testing (dft) failed to deliver the specified energy to the patient and there was "poor sinus rhythm sensing." The device was explanted. The patient was a participant in the ev implantable cardioverter defibrillator (ICD) study. No patient complications have been reported as a result of this event.